Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported balloon slipping could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal circumflex with mild tortuosity and heavy calcification. The 3.5 x 12 mm trek balloon catheter was advanced to the lesion for pre-dilatation, and inflated two times to 13 atmospheres (atm). During the third inflation to 13 atm, the balloon ruptured. The balloon rupture occurred after repetitions of balloon slipping. The device was removed from the anatomy and a non-abbott stent was implanted. Post-dilatation was performed, and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion, sion blue. Guide catheter: heartrail, radiguide 6f bl3.5. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.